Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, white calcification on the surface of the shell 40%, opening. The device was overweight. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Non penetrating nicks. Based on the device analysis the final assessment is a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade 4. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade 4.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product and capsular contracture baker grade 4. Device has been explanted.